Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse visited the site and confirmed error c-34 on integrated electro surgical unit (iesu) and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have error c-34 during start-up. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (iesu) displayed errors and cautery was halted. The issue occurred each time the surgeon activated monopolar energy. The system logs confirmed repeated iesu error c-34. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that there was no source magnetic or radio frequency interference in the room. The customer had power cycled the iesu, but the issue persisted. The isi tse suggested using an alternate generator or the vision side cart (vsc) from their other system. The surgeon opted to use the covidien force triad generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering on the system and it initially powered on without errors. It was stated that there was no injury to the patient and that the procedure was completed robotically with a third-party generator.